Event description:
Customer has reported the circumcision clamps are scratched and damaged beyond repair and are unable to be sterilized again

Manufacturer narrative:
No samples or pictures have been sent with the complaints, therefore, we cannot confirm validity of the complaint.